Event description:
The MFR's rep reported that the pt was experiencing increased spasticity. At refill, expected reservoir volume was 3.5 ml; actual reservoir volume was 10 ml. The hcp performed dye study and roller study today and everything came out "ok." The pt is receiving 2000 mcg/ml of liorseal; daily dose not reported. Other troubleshooting was being considered. A follow-up report will be sent if add'l info becomes available.